Event description:
The manufacturer received information alleging a ventilator displayed an "active exhalation valve failed" alarm. The device was replaced at the customer site. There was no harm or injury reported. During the evaluation of the device at the manufacturer's service center, an error code was confirmed on the device. The device's proportional valve was replaced to address the issue. After replacing the part, a final and running tests were performed, battery and valve check, and a cleaning were performed on the device. The device was found to be operational.